Event description:
The complainant has reported that the sheath appeared broken which allowed the basket to protrude through the side of the sheath. This was noticed at time of preparation for the procedure prior to use on the pt. Please note associated complaints: 6000043-2005-0081 and 6000043-2005-00083. This issue was identified on three devices. The pt did not sustain any injury or complications as a result of this event.